Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that when connected to ac power the power switch led was very dim. There was no patient involvement.

Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 17jun2019. The customer confirmed the reported led issue. The customer reported that the power management (pm) board was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.